Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the bd luer-lok¿ syringe sterile that customer experienced leaking into the plunger rings, and ultimately out of the back of the syringe. The following information was provided by the initial reporter: it was leaking into the plunger rings, and ultimately out of the back of the syringe:

Manufacturer narrative:
Follow up MDR for device evaluation. It was reported the customer experienced leaking into the plunger rings and out of the back of the syringe. To aid in the investigation, one sample with no packaging blister attached to an extension set was received for evaluation by our quality team. A visual inspection was performed. First, with a 10x magnifier lens, and then with a 30x microscope. No defects or imperfections were observed. The sample was then tested for leakage and passed. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.